Manufacturer narrative:
Due to the august 2015 FDA maintenance where the 3500a codes were updated, the 3500a codes (evaluation codes) will be added until the (B)(4) system is also updated. Therefore the following codes apply: (B)(4). (B)(4). The device was evaluated and no errors were found. The device was found to be within specifications. The device was subjected to preventative maintenance, safety and functional testing, and all tests passed. No malfunctions were found on the device. The DHR review verified that the device was manufactured in accordance with documented specifications and procedures.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a coolflow pump, and an error #88 resulted in a procedure delay. The pump was disconnected from the generator and the tubing changed, but the issue remained. The pump required several restarts, but ultimately the procedure was completed successfully using the same equipment with no patient consequence. The response received indicates that the delay caused by this issue exceeded one hour with the patient under anesthesia. No transeptal puncture had been performed prior to the delay. This issue is MDR reportable because there is a risk to patient due to the length of the procedural delay with the patient under anesthesia.